Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with possible erosion of their pacemaker through the skin following a recent pulse generator replacement. The patient's pacemaker was explanted and replaced on (B)(6) 2021. The new device was implanted deeper at a sub-muscular location. The patient's condition was stable throughout.